Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the six week post new device implant follow-up, this chronic right ventricular lead was noted to be exhibiting loss of capture and oversensing. Pacing inhibition was noted however the patient only reported symptoms of dizziness. Noise was unable to be recreated during the office visit and technical services has reviewed the information stating an x-ray would be beneficial however it was likely a lead integrity issue. To date, no intervention has been performed. The associated device was reprogrammed to reduce the observed oversensing. Subsequently, both the associated device and this lead were explanted and replaced, as root cause was unable to be determined. The device was later returned for analysis, however the lead was then reported as capped and surgically abandoned. No procedural adverse patient effects were reported.